Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat results on a cobas e 411 immunoassay analyzer. The initial troponin t result was 14.63 ng/ml on the e 411. The repeat troponin t result was 24 ng/ml on a different analyzer. The repeat troponin t result was 24.83 ng/ml on the initial e411. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 34588800 with an expiration date of 31-dec-2019. The investigation did not identify a product problem. The cause of the event could not be determined.